Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the pipeline failed to open and experienced resistance in proximal section of the phenom catheter. The patient was undergoing treatment for a fusiform aneurysm located in the internal carotid artery segment proximal to the ophthalmic artery. The aneurysm was said to have been already coiled but failed. Dual antiplatelet treatment had been administered. The landing zone was 3.1 mm distal and 4.8 mm proximal. The patient¿s vessel tortuosity was normal. It was reported that the pipeline failed to open in the proximal, middle, and distal sections. The device was not placed in a bend, and more than 50% had been deployed when it failed to open. The pipeline had been resheathed more than 2 times. No further actions were taken, and the pipeline and microcatheter were removed. The patient did not experience any injury or complications. Angiographic results post procedure were said to be good. The devices were prepared and flushed according to the instructions for use (IFU). Ancillary devices include a navien 058 guide catheter and synchro soft guidewire.

Event description:
Additional information received noted that there was no damage, but the pipeline was stuck in the catheter.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis findings: for further examination, the pipeline flex shield was pushed out or removed from catheter without any issues. No bends or kinks were found with the pipeline flex shield pusher. The distal hypotube appeared to be slightly stretched with the ptfe shrink tubing still intact. No defects were found with the proximal bumper, re-sheathing pad, re-sheathing marker, or with the distal marker or tip coil. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. The distal and proximal ends of the pipeline flex shield braid were found fully opened and moderately damaged. No other anomalies were observed. Based on the analysis findings, the pipeline flex shield and the microcatheter were confirmed to have resistance during delivery as the pipeline flex shield and catheter were found to be damaged. From the damages seen on the catheter body (flattening), pipeline flex shield braid (fraying), and hypotube (stretching); it appears there was high force used. It is likely these damages occurred when the customer attempted to advance the pipeline flex shield through the phenom catheter against resistance. However, the pipeline flex shield was not confirmed to have failure to open at the distal end as the distal and proximal ends of the pipeline flex shield braid were found fully opened and damaged. Possible causes of failure to open includes patient tortuous anatomy and damage to the braid. There was no non-conformance to specification that may have contributed to the failure to open issue. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.